Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for fecal incontinence. Patient stated that she was in a lot of pain following the surgery. The next day patient reported that she had bad diarrhea that she thinks may have been because she ate a chocolate bar. Few days later patient still stated was in pain all day on (B)(6) 2019. The patient then mentioned the pain was everywhere but, when the patient turned down stimulation she started to feel better. The patient also stated that on (B)(6) 2019, the sales representative called and found out the stimulation was off so they turned it back on and set it to a level that was felt and comfortable at that time. Patient's husband stated that the patient was constipated for about 30 hours and then had a lot of bowel movements in the night. Patient's husband, stated that they think the lead has become dislodged and mentioned that they are following up with the patient's doctor tomorrow. The issue was not resolved at the time of this report. There were no further complications reported.